Manufacturer narrative:
The stapler 45 instrument and white stapler reload are not being returned to isi for failure analysis investigations. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date found that the stapler 45 instrument was fired 3 times. During a 2nd fire with a white stapler reload, the surgeon experienced 2 incomplete clamps and a third clamp was successful. The fire attempt failed at 40%. A subsequent fire from the instrument with a green reload was found to be successful. The stapler 45 instrument has been used in a subsequent surgical procedure at the site. There was no report that the instrument failed during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary lobectomy procedure, the white reload from the stapler 45 instrument partially fired across the patient's lingual artery, causing the patient to bleed. It is unknown what caused the partial fire of the white reload.

Event description:
It was reported that during a da vinci assisted lower left lobectomy procedure, after firing the stapler 45 instrument with a white reload across the lingular vessel, an error message occurred. The stapler 45 instrument was removed and the surgeon sutured the vessel. On 04/12/2016 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr he was present during the surgical procedure. The csr indicated that the surgeon had fired the first fire across the patient's lingular artery and approximately a quarter through the transection, an error message indicating that the reload's blade was exposed was generated. After the surgeon opened the jaws of the instrument, he observed that the patient was bleeding and that the reload's blade was exposed. The surgeon immediately applied pressure to the patient's artery, sutured the affected area and placed a clip to stop the bleeding experienced by the patient. The surgeon completed transection of the lingular artery using a handheld stapler instrument. The csr indicated that the patient did not require an intra-operative blood transfusion due to the partial fire. The planned surgical procedure was completed with the da vinci surgical system. The csr indicated that the patient's tissue did not appear to be bunched in the jaws of the stapler 45 instrument and the patient's tissue appeared to be positioned properly between the instrument's jaws cut lines. The csr indicated that the 1st clamp on the patient's tissue was incomplete (97%); however, the 2nd clamp was successful. According to the csr, he spoke to the surgeon after the surgical procedure was completed. According to the surgeon, the patient's lingular artery and surrounding lymph nodes may have had some calcification. The surgeon did not advise if the patient had undergone any prior chemotherapy or radiation treatments. According to the csr, the site made the decision not to return the stapler 45 instrument, since a subsequent fire from the instrument was successful. The white reload was discarded by the site and there is no video recording available of the surgical procedure.